Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. No additional adverse patient effects were reported. It is intended that a new system will be implanted within the following weeks. Despite good faith efforts to obtain additional information, no response was received.